Event description:
Baxter product surveillance received a report that miniclips were falling off a transfer set. There was no patient injury or medical intervention indicated at the time of the initial report.